Manufacturer narrative:
Lot number: additional lot number m017618 was used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was below 240 mg/dl. After the alarm, the infusion set site was changed and a correction bolus was delivered to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.